Manufacturer narrative:
Investigation summary: based on the information available, product analysis identified a product malfunction. Device history record (DHR): the lot information was not provided for the returned components so a device history record (DHR)review could not be performed. Device technical analysis: the cuff components were visually inspected, microscopically examined, and tested for leaks. Cuff scaling with calcification was identified on one of the cuff backing. No leaks were identified during the leak test performed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A large surface area of the balloon sphere was covered with calcification and scaling. Fluid loss was observed during the leak test performed. The identified leak appears to be consistent with material fatigue within area affected by scaling. The pump component was visually inspected, microscopically examined, and tested for leaks. Calcification was identified within the pump bulb. No leaks were observed during the leak test. The pump was not functionally tested due to the confirmed balloon malfunction and the contamination observed in the pump bulb. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Analysis concluded that the malfunctions identified would affect the functionality of the device performance. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary control system (aus) due to unspecified reasons. Analysis of the returned device identified a product malfunction. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.